Event description:
Patient developed an abscess/cellulitis in the buttocks at catheter site after pump was removed in 2007. Patient is ok now. Pump was discarded.

Manufacturer narrative:
Evaluation summary: the device involved in this complaint nor the lot number was available for evaluation. The information contained herein is based on the information provided by the initial reporter. The information provided indicated that the patient developed abscess/cellulitis at the catheter site after the pump was removed in 2007. There was no indication of a pump malfunction. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.